Manufacturer narrative:
Weight: unk. Race: unk. Ethnicity: unk. PMA/510k: this product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Claim # (B)(4).

Event description:
The reporter indicated the surgeon inserted and removed a 13.2mm vicmo13.2 implantable collamer lens, -09.00 diopter, within the same surgery due to the lens was torn during delivery into the patients left eye (os). There was no patient injury. The lens was replaced during the same surgery with a shorter lens and the problem was resolved. Cause of the event was unknown.

Manufacturer narrative:
Corrected data: b5: the reporter indicated the surgeon attempted to insert a 13.2mm vicmo13.2 implantable collamer lens, -09.00 diopter, but the lens tore during delivery into the patient's left eye (os). There was patient contact but no injury. The lens was replaced during the same surgery with a shorter lens and the problem was resolved. The cause of the event was unknown. D6a: na. D6b: na. Claim # (B)(4).

Manufacturer narrative:
Weight: unk. Race: unk. Ethnicity: unk. PMA/510k: this product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Claim # (B)(4).

Event description:
The reporter indicated the surgeon inserted and removed a 13.2mm vicmo13.2 implantable collamer lens, -09.00 diopter, within the same surgery due to the lens was torn during delivery into the patients left eye (os). There was no patient injury. The lens was replaced during the same surgery with a shorter lens and the problem was resolved. Cause of the event was unknown.